Event description:
It was reported that the physician's handheld computer is old and the data on the screen can hardly be read. Product has been requested, but has not been returned to the MFR to date.